Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet observed that the ilet displayed ¿connect cgm¿ in run mode and did not show glucose values while the dexcom g7 and dexcom app displayed readings, consistent with a pairing failure between the cgm and the ilet. Symptoms included no reported adverse physiological effects. Outcomes included no impact on health or medical intervention. Investigation included troubleshooting and user education to guide cgm pairing and manual blood glucose entry. Investigation of this case revealed that the device successfully connected to the dexcom g7 after guided pairing steps, indicating connectivity setup issues rather than a device hardware malfunction. It was concluded that the event resulted from pairing configuration and was resolved through education and successful reconnection.